Manufacturer narrative:
This report is a response to MDR report #: (B)(4) which was received by amt from the FDA on 02/21/2023. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The reporter indicated that the device referenced in the report is not available for return. Since the device was not returned, a visual and functional evaluation could not be performed and device failure cannot be confirmed at this time. The complaint information has been logged into our complaint database for trending purposes. Complaint #: (B)(4). Was assigned to this report.

Event description:
Per the original reporter in user report #: (B)(4), "patient's gastrojejunostomy (gj) tube was dislodged by about 3cm with the balloon just at the skin site. The balloon was deflated and had failed as it was not able to be re-inflated. Nasogastric (ng) tube was placed for temporary feeding and medication access. Gj tube exchanged under fluoroscopy with general anesthesia."